Event description:
The patient was unable to get more than 2 recharge efficiency bars. The implantable neurostimulator had flipped as confirmed by x-ray in 2008. The patient experienced no stimulation and preexisting pain associated with the event. The device returned to the proper position with a revision surgery 5 days after the x-ray. The hcp reported the patient outcome as 'recovered without sequela'.